Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow button has been harder to press and that the rubber on the keypad was peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: the keypad was torn over the up arrow button and the button itself had an intermittent response. The down arrow, ok, and contrast buttons responded properly. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, there was a crack along the battery compartment threads. Also unrelated, the pump booted to the verify screen with a dim discolored contrast.